Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". In (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy-removal of essure,hysteroscopy,dilation & curettage,operative laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of removal - (B)(6) 2016. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), essure confirmation test(s) conducted, specify : no were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic pain") in an adult female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". Medical conditions: pap with hpv was +hpv, -16/18 chlamydia culture was positive and was treated. (B)(6) 2016: final diagnosis: part 1 : endometrium , curetting: a. Severe chronic endometritis in a background of proliferative endometrium . B. Endometrial polyps fragments. C. Lower uterine segment polyp. Part 2: fallopian tube,right, lapardscopic salpingectomy: fallopian tube with para tubal cyst. Part 3: ligation device, fallopian tube, left, removal: essure device (gross examination only) . Part 4: fallopian tube, left, laparoscopic salpingectomy: fallopian tube I not remarkable . Part 5: ligation device, fallopian tube, right, removal: essure device (gross examination only). Concurrent conditions included back pain, menometrorrhagia and dysmenorrhea. In (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy-removal of essure,hysteroscopy,dilation & curettage,operative laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of removal - (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic pain") in an adult female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". Medical conditions: *pap with hpv was +hpv, -16/18 chlamydia culture was positive and was treated. (B)(6) 2016: final diagnosis: part 1 : endometrium , curetting: severe chronic endometritis in a background of proliferative endometrium. Endometrial polyps fragments. Lower uterine segment polyp. Part 2: fallopian tube,right, lapardscopic salpingectomy: fallopian tube with para tubal cyst. Part 3: ligation device, fallopian tube, left, removal: essure device (gross examination only) . Part 4: fallopian tube, left, laparoscopic salpingectomy: fallopian tube I not remarkable . Part 5: ligation device, fallopian tube, right, removal: essure device (gross examination only). Concurrent conditions included back pain, menometrorrhagia and dysmenorrhea. In (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy-removal of essure,hysteroscopy,dilation & curettage,operative laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of removal - (B)(6) 2016. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs received. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.